Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter. It was reported that there was high noise at the distal and the proximal signal channels both on the bard system and the carto system. The noise at the signals increased with catheter movement. The physician did not have any body surface or intracardiac signals available to monitor the patient¿s heart rhythm. There were no other devices except the carto and bard connection. The issue was resolved by replacing the catheter. They changed the connection cable. However, the issue did not resolve. The procedure was completed with no patient consequence. The returned device was visually inspected and it was found in normal conditions. The returned device was then evaluated for electrical resistance and current leakage and it failed on electrode # 2. Further examination revealed that the lead wire # 2 was broken causing the improper signal condition. During manufacturing there are test and inspections in order to prevent this type of defect before to leave the facility. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. The root cause of the wire breakage cannot be determined. Based on available analysis finding results, the failure mode reported does not appear to be caused by any internal biosense webster, inc. Processes.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The lot number is 17536383m. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter. Originally, it was reported that there was high noise at the distal and the proximal signal channels both on the bard system and the carto system. The noise at the signals increased with catheter movement. They changed the connection cable. However, the issue did not resolve. The procedure was completed with no patient consequence. Multiple attempts had been made to obtain clarification to this complaint. However, no further information had been made available. Therefore, this event was assessed as not reportable as only intracardiac signal loss was indicated. The patient¿s heart rhythm was still visible to the operator. The risk to the patient was low. Additional information was received on december 20, 2016. The physician did not have any body surface or intracardiac signals available to monitor the patient¿s heart rhythm. There were no other devices except the carto and bard connection. The issue was resolved by replacing the catheter. The response received has clarified that there were no body surface and intracardiac signals on either the carto or bard systems available to monitor the patient¿s rhythm during the noise issue. Therefore, this event has been assessed as a reportable malfunction as the inability to monitor the patient¿s ECG rhythm while devices are intra cardiac might lead to undetected cardiac rhythm that could be life threatening. The awareness date for this event is reset to december 20, 2016 when this additional clarification was received.